Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. Problems resolved by locating network cable to proper port in comm sled, assisted customer with troubleshooting problem with matrix drawer not on bus and found cable partially disconnected from drawer controller, reconnected them and now all storage space was functional. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were able to remove the med from another station and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the matrix drawer not on communication bus and found cable partially disconnected from drawer controller. A field service engineer assisted customer with troubleshooting problem to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were able to remove the med from another station and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.